Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -11.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed, lens remains implanted. Per updated information surgeon decided to leave lens in situ (in place) and monitor as the vault is not causing any issues. Patient has open angles and is asymptomatic. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).